Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/thrombosis/infection: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details and no product returned. Optical signal issues: data log review shows that upon starting the pump, signal not reliable (snr) decreases and contrast is noisy, with stable gain and light. During this time, placement signal appears to be ventricular, and suction alarms are accurately triggering. Due to insufficient product returned and data logs, the root cause of the optical signal could not be determined. Pump suction: data logs were returned but no data logs were returned for the date of the reported suction events. However, data log review confirms there were suction events that occurred. The root cause of the suction could not be determined due to insufficient product and data logs returned. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. H6 added medical device problem code a0709 as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that there was a major bleed, positioning issues, pump suction, thrombus and infection during impella cp support. While on support, the impella cp was having intermittent suction events and could not flow above performance level 3. Hemoglobin dropped three points. A bleed was suspected and most likely pneumothorax as shown on the chest x-ray, which displayed a whiteout. The plan was the following: to determine the location of the bleed; going to the operating room for a potential chest washout; extracorporeal membrane oxygenation reconfiguration to veno-arterial-venous; abdominal exploration for potential compartment syndrome; and change impella cp to axillary impella 5.5. The patient was confirmed to have bilateral pneumothoraxes. The impella was shallow in the left ventricle cavity and the team was aware. There was no repositioning at that time. There was a large left ventricle thrombus, bacteremia, and minimal pulsatility. There was continuous suction due to the thrombus. The thrombus was successfully managed with heparin. Care was withdrawn and the patient expired.